Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The visual inspection of the returned impactor tip confirms the device broken into several pieces. Not all pieces were returned. This device exhibits signs of significant use and wear. There is no lot number provided for this device. A medical investigation was conducted and confirms per email communication the tip of the r3 impactor broke while outside of the patient. The procedure was completed using a back-up device. No patient injury or delay was reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that during surgery, while outside the patient, the r3 offset impactor tip broke. Broken pieces were removed from the patient, and the procedure finished using a backup device from smith, and nephew, without surgical delay and no injury to the patient. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.